Event description:
It was reported that the patient's ipg would not communicate. Troubleshooting was done but the ipg would not connect to external devices. The patient had not charged the ipg in over a month and it became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.